Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 24 unopened pouches and 5 opened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock that have been blocked. Received 24 closed samples and 5 open samples with the needle detached from the thread. Tightness test to the closed samples received has been performed and all units are tight. When we made rotation test on closed samples received, we have noticed that thread breaks easily next to needle. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Remarks: we have informed to the involved personnel of the incidence. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed.

Event description:
It was reported by the healthcare professional "needles detached repeatedly. Occured 3 times in surgery. Needles very loosely attached and detach without much tension." Sutures used in a veterinary clinic. All medwatch submissions related to this complaint: 003639970-2019-00091, 003639970-2019-00093.